Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.

Event description:
The customer reported that they were getting high results for an unknown number of patient samples tested for ion selective electrode (ise) sodium. The customer noted that they have had an intermittent drift in patient and control results and that calibration brings the results back down. The customer stated that they changed the internal standard reagent, but high ise sodium results persisted. The customer provided an example of data from one patient sample. The sample initially resulted as 147 mmol/l and this value was reported outside of the laboratory. The customer calibrated the test and then the sample was repeated, resulting as 140 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The ise sodium electrode lot number and expiration date were asked for, but not provided. The field service representative determined that the ise2 diluent line was clogged. He cleared the ise2 diluent line with 4n hcl. The customer ran quality controls and these were within range. Precision studies were run on both ise units.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.